Manufacturer narrative:
Model number/catalog number: sc-8336-70. Serial number: (B)(4). Batch/lot number: 19302985. Model/catalog description: coverage 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients spinal cord stimulator (scs) was nonfunctional. The patient underwent an explant procedure.